Manufacturer narrative:
The insulin pump was monitored for 24 hours, no blank display or battery out of limit alarm noted. All operating currents are within specification. The insulin pump passed displacement test and self test. No unexpected low battery or of no power alarms noted. No isolation tape damage noted on the lcd board. The insulin pump was received with partially broken reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked display window, cracked reservoir tube window and cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that the display on the insulin pump went blank. The customer explained she changed the battery the night prior and when waking up in the morning, the device was off. She changed the battery again and it turned on but 45 minutes later it turned off again. Blood glucose value was 229 mg/dl. She inserted a new battery and it turned on and alarmed battery out limit. The customer stated the insulin pump has a small crack on the reservoir side. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.